Manufacturer narrative:
(B)(4). The device was manufactured december 17, 2015 ¿ december 18, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped delivering medication during infusion. The reporter stated that the no flow was noted two days after the start of infusion, and that flow had been confirmed prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.